Event description:
It was reported that when the operator checked flush and the blood return to confirm the catheter patency just after the insertion of the groshong catheter with the stylet into vessel, it was succeeded without problem. However, when flush and the blood aspiration was performed patency after removing the stylet and connecting the catheter connector, infusion/aspiration could not be performed. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of unable to infuse is confirmed and appears to be manufacturing related. One 4 fr groshong nxt two-piece connector was returned for investigation. The connector was fully assembled over the catheter. An 8 mm catheter segment protruded from the tapered over sleeve. Evidence of use was present within the catheter. The connector was flushed with water using a 12 ml syringe and was found to be patent to infusion and aspiration. Restricted flow was observed. A microscopic observation of the distal end of the metal cannula revealed the source of the partial occlusion. The material was solid and appeared to be consistent with the connector over-mold material. The material was able to be removed using a wire. Based on the presence and characteristics of the occluding material, the complaint is confirmed and appears to be manufacturing related.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the operator checked flush and the blood return to confirm the catheter patency just after the insertion of the groshong catheter with the stylet into vessel, it was succeeded without problem. However, when flush and the blood aspiration was performed patency after removing the stylet and connecting the catheter connector, infusion/aspiration could not be performed. There was no reported patient injury.